Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing pocket stimulation. The stimulation occurred due to a polarity switch resulting from increased atrial lead impedance. Upon interrogation, the right atrial lead exhibited increased impedance measurements, noise. A capture test was unsuccessful. A chest x-ray was performed which revealed the lead was fractured. The polarity switch was turned off which ceased the pocket stimulation. No further information was reported.

Event description:
New information states that the lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the lead was explanted on (B)(6) 2018. The patient was in a stable condition.